Event description:
The manufacturer was informed that a perceval plus pvf-xl valve which was implanted on (B)(6) 2023 through full sternotomy, is now with severe ai and mean gradient of 25 mm hg. Reportedly, patient had mean gradient of 8 in the or. The ef dropped after surgery. Based on further information received, patient's annulus was 27mm. The device remained implanted, and the patient is still being treated.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the information available, the definitive root cause of the reported event cannot be established. Since device remained implanted, further investigation on the device cannot be performed. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.